Event description:
Malfunctioning peg tube washing replaced with a new one. During removal process, mushroom tip/soft silicone retention dome broke off from peg table. It was successfully retrieved with a snare.